Event description:
It was reported that the right atrial (ra) lead had high thresholds. It was further reported that the right ventricular (rv) lead had high thresholds and undersensing. Both leads were reported to be pulled back slightly with no slack possibly due to the patient's severe episodes of nausea and vomiting associated with diverticulitis. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.